Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed that the system is not booting up. Review of the system log file confirmed grabber card initialization error resulted in the system not being able to complete the startup sequence.. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced flexvision pc and configured the system. After replacement of the flexvision pc and system configuration, the system was returned to use in good working. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not start up. The system was not in clinical use, and no harm has been reported. A philips service engineer inspected the system onsite and troubleshot the system. The engineer confirmed that the system could not start up. Using the pc diagnostics tool, the engineer identified that the grabber card test of the flexvision pc failed, preventing the system to start up. Follow up actions are planned and investigation ongoing. A follow up report will be submitted when further information is received.